Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with safety clamp will not release, it sticks. This condition had the potential to interrupt delivery. This condition was found in the infusion department and occurred during testing. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. The pump was sent in as a final rental return; the customer no longer needs the pump. No additional information is available.

Manufacturer narrative:
(B)(4) evaluation summary: the reported condition of a flogard infusion pump with "safety clamp will not release, it sticks" was confirmed and not reproduced by baxter personnel. The root condition was determined to be a faulty safety clamp assembly. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.